Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists adverse events, including respiratory failure and death, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had hypoxic respiratory failure, ongoing low flow alarms, and worsening cardiogenic and septic shock that required pressors. The onset of the hypoxic respiratory failure and septic shock was reported to be on (B)(6)2024. There was a concern for possible septic shock due to history of chronic driveline infection. It was also noted that septic shock was not determined as a diagnosis. The patient was able to be extubated in the middle of their hospital course, however had to be reintubated for return of his shock and respiratory failure. On second intubation, did not have meaningful improvement in mentation nor hemodynamic support. Clinical course discussed with family and decision was made to withdraw care on (B)(6)2024. The patient's death was not considered to be device related. The hypoxic respiratory failure and sceptic shock were also reported to have not been device related.

Event description:
It was reported that the patient passed away due to heart failure.

Manufacturer narrative:
Section a4: information was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had hypoxic respiratory failure, ongoing low flow alarms, and worsening cardiogenic and septic shock that required pressors. The onset of the hypoxic respiratory failure and shock was reported to be on (B)(6)2024. The patient was able to be extubated in the middle of their hospital course, however they had to be reintubated for return of the shock and respiratory failure. On second intubation, the patient did not have meaningful improvement in mentation or hemodynamic support. Clinical course was discussed with the family and the decision was made to withdraw care on (B)(6)2024. The patient passed away and was pronounced on (B)(6)2024 at 16:26. Death was not considered to be device related. The hypoxic respiratory failure and shock were also reported to have not been device related. The device reportedly operated as expected.